Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system passed away. The family kept the device and wanted to know if they could have the device interrogated because they were wondering why the patient died. The patient came to the emergency room for an appropriate shock the week before and the field representative checked the device. The patient was having many episodes of ventricular tachycardia (vt). The patient was then scheduled to see the cardiologist later that day, however passed away. The field representative confirmed a device interrogation would be done and that there were no reported allegations. The field representative did not have any details about the patient's death at the time. New information was received when the patient's spouse called boston scientific to ask about a device return kit and mentioned concern that the device may not have shocked the patient when it should have at the time the patient died. It was noted that the patient's son had possession of the device. Boston scientific patient services recommended returning the device so it could be analyzed. The field representative was contacted and confirmed all he knew was that the patient died in his sleep. The field representative noted that the patient did have an arrhythmic event the night before he died, which the device treated appropriately. This was confirmed because the device was interrogated in the emergency room. The patient was sent home. The field representative did not know if the patient had another event, since the device was not interrogated again. The field representative reiterated that there were no allegations reported to him by the physician. He stated that the physician wanted the device interrogated per the family¿s request. The field representative believes the family and the physician are assuming the patient had an arrhythmia since he had a history of them.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Data from the device memory was reviewed by boston scientific technical services (ts). There was a treated episode stored on (B)(6) 2016 at 07:37 am. The rhythm was wide and of a polymorphic morphology initially, and evolved into a monomorphic ventricular tachycardia (vt). Sensing was appropriate. After the first shock delivery, the rhythm was initially of a small and more varied morphology, which became similar to the monomorphic vt observed before the first shock. A subsequent shock was delivered. After the second shock, the amplitude varied from a fine morphology, ventricular fibrillation (vf) in nature, to a slightly larger morphology, which the device sensed and shocked 3 more times. There was no evidence of conversion after any shock. The 5 shocks available per episode were all appropriately delivered within 1 minute and 31 seconds. Detection for a new episode does not resume until normal sinus rhythm is declared. No subsequent episode was stored. Ts concluded that sensing and detection was appropriate, however the shocks from the device could not convert the arrhythmia. All delivered shock impedance measurements were of normal limits as well. Ts also noted that the device had stored several episodes over several months prior (between (B)(6) 2015 and (B)(6) 2016) to the patient's death. All episodes started out with the same morphology as the episode on the date of death. Some episodes had shocks delivered and some were untreated events; however ts noted all episodes were appropriate.

Manufacturer narrative:
--

Event description:
Upon further review, it was determined the time-stamps originally recorded in our quality system were identified during review of device data using coordinated universal time (utc). The data should have been reviewed using central standard time (cst). This resulted in an approximate 6 hour difference (i.e., the treated episode stored on (B)(6) 2016 began at approximately 1:37 am, and not 7:37 am).